Event description:
On (B)(6) 2013, it was reported that the patient had inserted her infusion site and immediately felt a stinging sensation. She removed the infusion set and chose a different infusion site. However, the stinging did not go away from the previous site over the course of the following days. The site became red and bruised. After a week, the patient stated brown fluid was coming from the site and she went to see her doctor. On (B)(6) 2012, her doctor told her that the site was infected and she needed to go to the hospital. She went to the hospital and she was given emergency surgery. She was in the hospital for three days. The patient stated that she has been afraid to use her infusion device since the incident. The patient was sent complimentary infusion sets so she can resume use of the infusion device. The patient discarded the used infusion set. No product will be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Manufacturer narrative:
No product was returned for evaluation. Lot/serial number is not available. Therefore no investigation was possible. No product was returned.